Event description:
It was reported that during a da vinci s hysterectomy procedure, the customer noted that the mega suture cut needle driver instrument was stiff. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument's grip didn't move smoothly when manually rotated. Visual inspection showed corroded with dry bio residue around the tip blade area. Engineering concluded that corroded damage was likely due to not properly cleaning the instrument. Additional observations not reported by site were pulley damage and main tube damage. Engineering observed indentations at the edge of the distal pulley. In addition, the distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that main tube damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube scratches if to reoccur could cause or contribute to an adverse event.